Event description:
During the index procedure one endeavor rx stent was implanted into the mid rca vessel. Approximately 3 months post index procedure the patient suffered from a gi bleed; attributed to colon polyp. Event is not related to device, procedure or drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.